Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the coronary artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured under the normal pressure. The procedure was completed with another of the same device. There were no patient complications reported. Patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The balloon was loosely folded and there was contrast in the balloon and lumen. The device was soaked in a waterbath for 5 days. Analysis of the tip, balloon, inner/outer shaft and hub/strain relief included microscopic and visual inspection. Inspection revealed a pinhole in the balloon material located 14mm. Inspection of the rest of the device found no other damage or defects. The reported balloon rupture was confirmed.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the coronary artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured under the normal pressure. The procedure was completed with another of the same device. There were no patient complications reported. Patient was stable.